Manufacturer narrative:
Additional information: this is one of six reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-00552, 2015691-2014-00553, 2015691-2014-00554, 2015691-2014-00555 and 2015691-2014-00557. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, over inflation of the deployment balloon, post dilation of the implanted valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would or device malfunction would contribute to the event. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case, there is insufficient information to determine the cause of the reported events. It is unknown if the moderate-severe aortic regurgitation was a combination of both perivalvular and central leak, as no additional details were provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: kapadia, s. R., svensson, l. G., roselli, e., schoenhagen, p., popovic, z., alfirevic, a., barzilai, b., krishnaswamy, a., stewart, w., mehta, a., lal poddar, k., parashar, a., modi, d., ozkan, a., khot, u., lytle, b. W. And murat tuzcu, e. (2014), single center tavr experience with a focus on the prevention and management of catastrophic complications. Cathet. Cardiovasc. Intervent.. Doi: 10.1002/ccd.25356.

Event description:
A single-center study of 255 patients who underwent an attempted transfemoral tavr was reported in the catheterization and cardiovascular interventions journal (first published online: 3-feb-2014). Per report, the following events occurred during the study period: 2 annular ruptures, 2 valve embolization, 1 descending aortic rupture with subsequent patient¿s death, 2 coronary occlusions, 10 valve in valve procedures (2 due to severe valvular regurgitation and 8 due to malpositioning of the 1st valve), 2 mi, 14 major bleeding, 24 vascular complications, 6 strokes, 1 endocarditis, 10 ppm implants, and 5 patients with moderate-severe aortic regurgitation present on 30-day or pre-discharge echocardiogram. The reported overall actuarial mortality at 1-year was 17.5 % (30 patients from the 171 patients with 1-year follow up). Conclusions: tavr can be accomplished with excellent safety in a tertiary center with a well-developed infrastructure for the management of serious complications. This MDR is applicable to the 3 of the reported moderate-severe aortic regurgitation events present on 30-day or pre-discharge echocardiogram.

Manufacturer narrative:
Investigation of thie event report is ongoing.

Event description:
A single-center study of 255 patients who underwent an attempted transfemoral tavr was reported in the catheterization and cardiovascular interventions journal (first published online: 3-feb-2014). Per report, the following events occurred during the study period: 2 annular ruptures, 2 valve embolization, 1 descending aortic rupture with subsequent patient¿s death, 2 coronary occlusions, 10 valve in valve procedures (2 due to severe valvular regurgitation and 8 due to malpositioning of the 1st valve), 2 mi, 14 major bleeding, 24 vascular complications, 6 strokes, 1 endocarditis, 10 ppm implants, and 5 patients with moderate-severe aortic regurgitation present on 30-day or pre-discharge echocardiogram. The reported overall actuarial mortality at 1-year was 17.5 % (30 patients from the 171 patients with 1-year follow up). Conclusions: tavr can be accomplished with excellent safety in a tertiary center with a well-developed infrastructure for the management of serious complications. This MDR is applicable to the 4 moderate-severe ar reported in this article which could not be identified as previously reported in our system as there are no patient identifiers.